Event description:
Right shoulder arthroscopic surgery, subacromial decompression debridement of subacromial bursa, synovium, rotator cuff tendon tear and arthroscopic rotator cuff tendon repair. During use of arthroscope device, small part of tip came off. Small part retrieved.